Manufacturer narrative:
The end user was not exercising caution and was sitting stationary in their power wheelchair with the power "on." The end user reached into the sink and their loose sleeve caught on the controller knob moving the device forward into the oven door. Hoveround's owner's manual warns "[t]o avoid serious injury or death from sudden unexpected movement of the chair or contact with moving parts and other objects: when seated in a stationary chair, press the power button to off." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways." And "[t]o avoid serious injury or fatality from sudden unexpected movement of the chair or contact with moving parts and other objects: "do not wear loose clothing or jewelry."

Event description:
While sitting stationary in the power wheelchair with the power "on," the end user's sleeve caught the joystick and moved the power wheelchair into the oven door.